Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead came loose. The patient¿s advocate was informed that the lead involved was in an area on the patient¿s heart that was non-responsive. An attempt to obtain additional information was made but was unsuccessful. The lead remains in service. No adverse patient effects reported.